Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted. The customer reported a blood glucose (bg) level of 600 (mg/dl) and ketones. A correction bolus was delivered to address bg level. The customer was hospitalized at the time for a separate issue at the event was reported and receiving alternate insulin therapy. The customer was released from the hospital on (B)(6) 2016.